Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a device anomaly with regards to calculation of the battery longevity was observed. The cell impedance value was significantly high but the battery longevity was almost six months higher than a reading six months before. The patient was to be re-evaluated at a future follow up in clinic. There were no patient consequences.

Event description:
New information received notes the device was explanted. No serious health consequences to the patient was observed. The patient was stable before, during and after surgery.

Manufacturer narrative:
The complaint of cell impedance measurement problem was confirmed. Device was received in normal range of operation. Device image was analyzed, inaccurate cell impedance measurements were found on battery trend data. Inaccurate cell impedance measurements are consistent with code corruption that led to un-calibrated measured data, but the cause of code corruption is unknown. Analysis of device was performed, no anomalies were noted. Longevity assessment was performed and device¿s implanted duration exceeded projected longevity and is considered normal battery depletion.